Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient information is not available for reporting. Device has not been reported as explanted. Complainant part will not be returned. (B)(6). Device is not distributed in the united states. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in the (B)(6) is as follows; it was reported that a proximal femoral nail antirotation (pfna) end cap and a screwdriver were used for surgery on the proximal femur trochanteric fracture on (B)(6) 2016. The surgeon implanted the pfna nail. When he tried to connect the end cap to the screwdriver, the screwdriver bit did not fit with the end cap. Therefore, he changed to a cannulated screwdriver and connected it to the end cap. The surgery was extended for 3 minutes. This is report number 1 of 1 for (B)(4).